Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, some medications was showing as loaded in multiple pockets but only loaded in one pocket. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that some medications appeared as loaded in multiple pockets on the pyxis medstation, though they were actually loaded in only one. A technical support specialist was engaged to resolve the issue. No response was received from the customer since the initial request for medid samples. Case marked as closed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, some medications was showing as loaded in multiple pockets but only loaded in one pocket. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.